Event description:
It was reported that a surgery was performed using unicortical allograft as their intebody spacer. Graft has collapsed post-op.

Manufacturer narrative:
It is not possible to assess whether any material or manufacturing defects were present in the implants since there is no product available for evaluation. No lot history could be reviewed as the lot number is unknown. It could not be determined whether, as specified in the instructions for use, supplemental rigid fixation was used. It could not be established whether a revision surgery was performed.